Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were sent a battery cap replacement that was not working. They received a replace battery alarm when they inserted a battery while using the battery cap replacement. The customer¿s blood glucose at the time of the incident was around 150 mg/dl. Troubleshooting was performed. The battery compartment was damaged. The device passed the self-test. However, it was noted that they saw missing segments on the display during the self-test. Troubleshooting was not performed for the display anomaly. The insulin pump will be replaced but not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms or battery power loss alarms noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. However, unit received with corroded battery tube. No missing segments noted. Unit received with cracked case (battery tube and minor scratches on lcd window. No damage to battery cap noted.